Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.